Manufacturer narrative:
H6: device codes - updated. Investigation summary: based on the available information, the root cause of the mitral regurgitation/insufficiency and hypotension cannot be established, as the product has not been returned for analysis due to disposal. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Risk review: a risk review performed for the farawave device confirmed that the event of mitral regurgitation/insufficiency and hypotension is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the available information and in the absence of device return, the root cause of the observed allegations cannot be established.

Event description:
It was reported that a farawave nav catheter was selected for use. During the index concomitant procedure, the catheter was used to perform additional ablation on the posterior wall of the left atrium following completion of pulmonary vein isolation for atrial fibrillation. The patient underwent 12 pulse field ablation (pfa) applications to the left superior region, 12 to the right inferior region, 13 to the left inferior region, and 13 to the right superior region. The pulse field ablation was completed. The patient subsequently developed hypotension requiring high dose inotropic support and correction of hyperkalemia. An intra aortic balloon pump (iabp) was inserted, and the patient received sodium bicarbonate and a dextrose insulin infusion. Following the procedure, a transesophageal echocardiogram showed no pericardial effusion, a left ventricular ejection fraction of 20 percent, and severe mitral regurgitation. The patient was transferred to the ward for observation. The patient was discharged on (B)(6) 2025 with good recovery. The catheter is not expected to be returned as it has already been disposed. Additional information indicated that the patient blood pressure remained stable while on the iabp. The iabp was discontinued, and entresto and carvedilol were restarted on (B)(6) 2025. A lower dose of inspra was resumed on (B)(6) 2025. The patient was transferred to another hospital for recovery on (B)(6) 2025, where physiotherapy was also initiated the same day. Dapagliflozin and the patient usual inspra dose were restarted on (B)(6) 2025, and the entresto dosage was increased. The patient was discharged on (B)(6) 2025. The suspected cause is unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave nav catheter was selected for use. During the index concomitant procedure, the catheter was used to perform additional ablation on the posterior wall of the left atrium following completion of pulmonary vein isolation for atrial fibrillation. The patient underwent 12 pulse field ablation (pfa) applications to the left superior region, 12 to the right inferior region, 13 to the left inferior region, and 13 to the right superior region. The pulse field ablation was completed. The patient subsequently developed hypotension requiring high dose inotropic support and correction of hyperkalemia. An intra aortic balloon pump (iabp) was inserted, and the patient received sodium bicarbonate and a dextrose insulin infusion. Following the procedure, a transesophageal echocardiogram showed no pericardial effusion, a left ventricular ejection fraction of 20 percent, and severe mitral regurgitation. The patient was transferred to the ward for observation. The patient was discharged on (B)(6) 2025 with good recovery. The catheter is not expected to be returned as it has already been disposed.

Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes - updated. Investigation summary: based on the available information, although no product has been disposed, we have determined that the mitral regurgitation/insufficiency and hypotension is an adverse event related to patient condition. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of mitral regurgitation/insufficiency and hypotension are known event defined in the products risk management documentation. Theves event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate and the overall risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of mitral regurgitation/insufficiency and hypotension is an adverse event related to patient condition based on medical review and the information available. The patient had significant pre-existing issues including non-ischemic cardiomyopathy with a baseline ejection fraction of 27% (normal >55%), and baseline congestive heart failure with (B)(6). While procedural factors such as anesthesia and fluids given per standard of care (soc) may have exacerbated the issue, the underlying cause is related to patient co morbid state. There is no evidence that the device or the energy delivery caused or contributed to the event.

Event description:
It was reported that a farawave nav catheter was selected for use. During the index concomitant procedure, the catheter was used to perform additional ablation on the posterior wall of the left atrium following completion of pulmonary vein isolation for atrial fibrillation. The patient underwent 12 pulse field ablation (pfa) applications to the left superior region, 12 to the right inferior region, 13 to the left inferior region, and 13 to the right superior region. The pulse field ablation was completed. The patient subsequently developed hypotension requiring high dose inotropic support and correction of hyperkalemia. An intra aortic balloon pump (iabp) was inserted, and the patient received sodium bicarbonate and a dextrose insulin infusion. Following the procedure, a transesophageal echocardiogram showed no pericardial effusion, a left ventricular ejection fraction of 20 percent, and severe mitral regurgitation. The patient was transferred to the ward for observation. The patient was discharged on (B)(6) 2025 with good recovery. The catheter is not expected to be returned as it has already been disposed. Additional information indicated that the patient blood pressure remained stable while on the iabp. The iabp was discontinued, and entresto and carvedilol were restarted on (B)(6) 2025. A lower dose of inspra was resumed on (B)(6) 2025. The patient was transferred to another hospital for recovery on (B)(6) 2025, where physiotherapy was also initiated the same day. Dapagliflozin and the patient usual inspra dose were restarted on (B)(6) 2025, and the entresto dosage was increased. The patient was discharged on (B)(6) 2025. The suspected cause is unknown. It was further reported that the patient had a significant medical history that includes non-ischemic cardiomyopathy with a baseline ejection fraction of 27% (a normal ejection fraction is >55%). The patient had baseline congestive heart failure with a new york heart association (nyha) classification ii. Baseline cardiac imaging pre-procedure revealed moderate global hypokinesis, severely dilated left ventricle (lv), moderate mitral regurgitation, and mild tricuspid regurgitation.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a farawave nav catheter was selected for use. During the index concomitant procedure, the catheter was used to perform additional ablation on the posterior wall of the left atrium following completion of pulmonary vein isolation for atrial fibrillation. The patient underwent 12 pulse field ablation (pfa) applications to the left superior region, 12 to the right inferior region, 13 to the left inferior region, and 13 to the right superior region. The pulse field ablation was completed. The patient subsequently developed hypotension requiring high dose inotropic support and correction of hyperkalemia. An intra aortic balloon pump (iabp) was inserted, and the patient received sodium bicarbonate and a dextrose insulin infusion. Following the procedure, a transesophageal echocardiogram showed no pericardial effusion, a left ventricular ejection fraction of 20 percent, and severe mitral regurgitation. The patient was transferred to the ward for observation. The patient was discharged on 02dec2025 with good recovery. The catheter is not expected to be returned as it has already been disposed. Additional information indicated that the patient blood pressure remained stable while on the iabp. The iabp was discontinued, and entresto and carvedilol were restarted on (B)(6) 2025. A lower dose of inspra was resumed on (B)(6) 2025. The patient was transferred to another hospital for recovery on (B)(6) 2025, where physiotherapy was also initiated the same day. Dapagliflozin and the patients usual inspra dose were restarted on (B)(6) 2025, and the entresto dosage was increased. The patient was discharged on (B)(6) 2025. The suspected cause is unknown.